Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2017". It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported pain, physical limitations, and "tender in area of filter", are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on wo for neither device (igtcfs-65-1-fem-tulip). The following allegations have been investigated: vena cava perforation, organ perforation, occlusion, thrombus, migration, pain, physical limitations, and "tender in area of filter" no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, d1, d4, h4, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right femoral vein due to dvt. Patient is alleging migration, vena cava perforation, organ perforation, occlusion, thrombus. Patient is further alleging pain, physical limitations, protein deficiency, and "tender in area of filter" report from CT: "a vena caval filter below the insertion of the right renal vein is present as well as bilateral iliac vein stents with narrowing of the proximal orifice of the left iliac vein stent within the vena cava. There appears to be incomplete opacification of the veins within the stents particularly on the left which could be a flow-related phenomenon or represent partial occlusion of the iliac veins within the stents." "Vena cava filter in place in satisfactory location with bilateral iliac vein stents with either incomplete opacification of the lower extremity venous structures or partial thrombosis within the iliac vein stents." Report from CT: "there is an ivc filter in good positioning with tip at the level of the renal veins. The 2 left-sided lymph nodes extend up to 4 mm beyond the expected location of the wall of the ivc. The 2 right-sided limbs show mild extension beyond the wail measuring 2mm on the anterior limb and 3 to 4 mm on the posterior limb. No obvious fracture of the filter is seen. No significant tilting of the filter is seen. The cephalic tip is centered within the ivc. The lesions do not obviously extend into adjacent duodenum or aorta." "Ivc filter appears in good positioning, the most caudal lirnbs appear to extend beyond the expected location of the wall of the ivc as described above. Vascular stents are seen extending from the distal inferior vena cava into the common iliac veins."